Event description:
One touch ultra meter would not power on. In march 2006 the pt noted the reported meter would not turn on. The pt did not try to use the meter for the next two days due to the power loss on the meter. 2 days later, in the early morning, the pt did not wake up from sleeping, was unresponsive and went into a diabetic coma. Family members did not try to use the meter while the pt was symptomatic. Her husband contacted emergency services, and the paramedics arrived at 5:00 am. The paramedics obtained a blood glucose reading for the pt of 'in the 20's mg/dl. The pt was treated with a glucagon injection and intravenus glucose. After the treatment, the pt's blood glucose was retested to be 95 mg/dl and she was revived. She was monitored in the home for up to two hours before being transport to the emergency room. The pt was treated in the emergency room with snacks and orange juice, and was discharged after her blood glucose level was tested to be 130 mg/dl. The pt tests her blood glucose level three to four times per day. She takes the oral diabetes medication glucovance (metformin-glyburide) 500 mg/5 two pills per day. Following the hypoglycemic event, the pt's medication regimen has been reduced to one glucovance pill per day. During the two days when the meter would not power on, the pt continued to take her medication and ate her meals. This was the first hypoglycemic event she has suffered. The pt has had the reported meter for five years, and has no backup meter. The customer care advocate determined during the troubleshooting telephone call the pt was using the correct test strips and the battery had been installed correctly in the meter. The battery had not been replaced for five years. According to the owner's booklet for this meter, the expected battery life is 1000 tests or approx one year. The meter, test strips and control solution were replaced. The pt became hypoglycemic, was unable to test her blood glucose level due to the reported meter not powering on, and she required emergency medical attention and treatment. Therefore, this complaint is being reported as an adverse event.